Event description:
The customer reported the interconnect cable connector was damaged. No pt injury was reported.

Manufacturer narrative:
The ge service rep repaired the interconnect connector. He checked and verified proper operation of the machine.